Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during tep/sils left hernia, the surgeon inserted mesh through a trocar and placed it along cooper's ligament. Then, he started unfolding the mesh from the bottom of the mesh. After that, a line of bleeding was noted at testicular blood vessel. The surgeon pulled the mesh up slightly and stopped the bleeding using ultrasonic device. Fat was removed at the time of pulling up the mesh up. Less than 200 cc of bleeding occurred as a result of the issue. The patient doesn't have a history of diabetes. The status of the patient is alive with no problem.